Event description:
It was reported that the usb rubber door became dislodged and became stuck in the usb charging port. The customer attempted to remove it using a safety pin and a knife; however, it could not be removed. The customer stated that the charging port was still accessible and that the pump charges properly. There was no reported impact to the customer's blood glucose level. Analysis of the returned device revealed that a usb cable could not be insterted into the usb charging port of the pump, preventing charging of the pump.